Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device was received at the service center and evaluated. It was reported that during case customer bent the scope and it appears the glass has been damaged on the inside. A very foggy image is produced while looking through the scope. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: ¿ minor scratches on the unit ¿ outer tube damaged, needle outer tube bent ¿ optical system broken lenses in system less than 50% of lenses defective ¿ endoscope damage during processing . This also includes abnormal disintegration or degradation of endoscope. The parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The user error was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H10 correction narrative: the manufacturer name and address have been updated to reflect the correct information.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopy procedure on (B)(6) 2021, it was observed that the hd lapscp,ep,5.5,0,300 endoscope device had a damaged glass on the inside and produced a very foggy image while looking through it. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.